Manufacturer narrative:
A cme america investigator analyzed the complaint device and confirmed the error 26. When the device was powered on for investigation on (B)(6) 2019, it was found that the motor rotation detection system failed (motor rotation detection system error - mrdse). Upon further inspection, damage from fluid ingress was found on the main pcb. It was confirmed that the issue does not persist when a new main pcb is placed into the pump, the cause of the mrdse is the fluid ingress damage on the main board.

Event description:
The customer initially reported the device experienced an error 26, discovered during testing. Cme america received the device and during evaluation and analysis on (B)(6) 2019 discovered that the device experienced a motor rotation detection system error (mrdse).